Event description:
As reported, during a transurethral flexible ureteroscopic lithotripsy with stone removal, an ncircle tipless stone extractor's basket cannot be opened completely. The complaint device was tested prior to use and functioned properly. After approximately seven stone removals, the basket was unable to be opened completely. A new basket was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone: (B)(6). G4 - PMA/510(k): exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.